Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer (bb supervisor) reporting a false negative reaction with a patient later confirmed to have an anti-m against cell#12 and 13 to the 0.8% resolve panel b lot# vrb203. The patient was initially tested against another manufacture's reagent screening red cells diluted to a 0.8% concentration using the mts diluent 2 and reported a 3-4+ reation against cell#1 and 3. (Cells 1 and 3 labeled as m positive and cell# 2 was labeled to be negative for the m antigen). Customer initially tested the sample against another lot 0.8% resolve panel in the same lot of the anti-igg gel cards and reports the panel to be negative with a 15min incubation. Customer then tested the 2 homozygous m donors to the 0.8% resolve panel b lot# vrb203 (cells#12 and 13) in the mts anti-igg gel cards with a 15min incubation against the same patient and reports negative results. Customer went on and tested the sample against another manufacture's panel diluted to a 0.8% concentration using the mts diluent 2 and tested in the mts anti-igg gel card with a 15min incubation and reports all m positive donors to have reacted 3-4+. Customer's concern is with the potential miss of an anti-m due to the negative panel and the patient not having any previous history on file. Issue started on: (B)(6) 2015. Frequency: isolated. Microtubes/wells or cell (donor #) affected: 12 and 13. Methodology used: manaul gel. Incubation time (for manual test only): 15min. Customer was expecting: positive. Test repeated: yes.